Event description:
Customer's mother alleged son was admitted to hospital with ketoacidosis and that son had not been able to test blood glucose on the compact plus system for several days prior to the event due to no power. Mother alleged having changed the battery in the meter, but stated that the meter still had no power. Four unsuccessful attempts were made to reach the customer's mother for more information. Replacement product sent; product return requested.